Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with aneurysms in the abdominal aorta and common iliac artery which were treated with gore® excluder® aaa and gore® excluder® iliac branch endoprostheses. During the one month control visit, a complete thrombosis from the origin of the left external iliac artery to the left common femoral artery was visible on the CT images. On (B)(6) 2016, a reintervention was performed. The left femoral artery was isolated and an embolectomy with a fogarty catheter was carried out. Additionally an intimal flap at the level of the common femoral artery was identified and a stenosis at the origin of the left external iliac artery (where the iliac branch component landed) was visible. Reportedly the stenosis was ballooned and a bare metal stent implanted. The stent was positioned from the left external iliac artery to the common iliac artery. At the end of the procedure the stenosis was completely removed and the patient had a good blood flow in the artery. The physician unsuccessfully investigated in regards to a suspected coagulation disorder. Nonetheless the patient was treated with an oral anticoagulation therapy. The patient tolerated the procedure.